Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in jun-2021, therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 600 mg/dl at 2:20 a.m., 529 mg/dl at 2:21 a.m., and 141 mg/dl at 2:23 a.m. On the contour next meter. The customer stated that he was experiencing symptoms of hypoglycemia such as nervousness, and severe sweating. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.